Event description:
It was reported that a leak occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism thrombolysis procedure. Treatment had been running for over 24 hours. It was noted that sanguineous fluid was leaking from the strain relief, and progressively worsened. No patient complications were reported. No further information is known at this time.